Manufacturer narrative:
The electrode was not returned with the device. The device was analyzed and normal device function was confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Technical services reviewed the device data and x-rays. The noise was the same as the noise from (B)(6) 2016. Signals were small in all vectors, so re-screening to see if amplitudes can be improved was suggested. Also, no captured s-ecgs were provided for the alternate vector; it would be helpful for troubleshooting to see if noise was present in that vector as well. The x-rays showed the device and electrode were both a bit superior. The patient appears to have a long thorax and the heart sits lower, so the system placement could be causing the lower amplitudes. It was noted that if the device was sitting higher and arm movements were creating device movement, that would cause noise. Technical services discussed trying to recreate noise without arm movements and testing in alternate. The device remains in service. This report will be updated when additional information is received. The explanted products were expected to be returned for laboratory analysis. This report will be updated when analysis is completed.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise four days post-implant. An untreated episode was stored the previous day. At the time, the device was programmed to the secondary vector. The device was reprogrammed to primary following the inappropriate shock and device data was sent to technical services (ts) for review. Ts discussed the amplitudes in primary and secondary were small; no s-ecgs were available showing the alternate vector. X-rays were done and no air entrapment was observed. Ts discussed troubleshooting in the alternate vector to see if the device might be moving and resulting in poor contact when the patient moved their left arm. In alternate, no artifact would be seen with device movement but the artifact would occur in alternate if there was a connection issue. No further information was provided from the field representative to note whether troubleshooting was performed. Fourteen months later, it was reported the patient had received multiple inappropriate shocks due to noise when moving their left arm. Device data was submitted to technical services for evaluation. Boston scientific received new information. The patient received additional inappropriate shocks and further troubleshooting was then performed. Re-screening was performed in the current system location and only the secondary vector passed; however, the patient had received inappropriate shocks in that vector and the physician did not want to use it. Screening was done on the right side of the sternum and no vector passed. The device pocket was reopened and the connections were checked and found to be correct. Therefore, the device and electrode were explanted. No new ICD or crt-d was implanted at this time, pending further evaluation of the patient's therapy requirements. No additional adverse patient effects were reported.